Event description:
It was reported that the motor device was making "loud noises". The reporter could not clarify if the event occurred during pre-surgery check or during surgery. It was unknown if there was a delay in a surgical procedure. However, it was reported that the facility always has two spare devices in the hospital. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.